Manufacturer narrative:
Updated event date; updated event description; added catalog# and expiry date.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. Approximately one month after the initial implantation, follow up imaging showed a "kinked" contralateral leg (pxc121400) within the very tortuous left common iliac artery that appeared to be fully patent and that presented with full blood flow. On (B)(6) 2016, a reintervention was performed and a bare metal stent was implanted inside the gore device as a precautionary measure. The patient tolerated the procedure.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. If lot/serial numbers are obtained, the review will be included on the follow-up report.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. Follow up imaging showed a kinked leg of the device in the left common iliac artery that appeared to be fully patent and that presented with full blood flow. On (B)(6) 2016, a reintervention was performed and a bare metal stent was implanted inside the gore device as a precautionary measure. The patient tolerated the procedure.

Manufacturer narrative:
Type of reportable event corrected to serious injury.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.